Event description:
Complainant alleged that during biomed testing the device began to smoke when plugged into ac power. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction of unit gave off smoke when plugged into ac power was not replicated or confirmed. The device was put through extensive functional testing without duplicating the malfunction. Analysis of failures of this type has not identified an increase in trend.